Event description:
It was reported that during device interrogation, high capture threshold was observed. It was noted that the capture threshold was progressively increasing since implant. The lead will be monitored. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.